Event description:
The recipient reportedly experienced an infection and sore under the headpiece. The recipient was treated with antibiotics (type unknown) and was advised to reduce device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.